Manufacturer narrative:
The suspect device was returned for evaluation. The device was returned uncoiled however the root cause was not determined. The nature of the damage to the wire is consistent with excessive force during use or manipulation through the sheath/needle. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. This issue has been communicated to the associated manufacturing & engineering groups.

Event description:
The account alleges during access for procedure (coronary arteriogram with possible intervention) the tip of the micropuncture wire sheared off. They noticed sheared tip when removing the micropuncture sheath and wire due to the placement being too low and needing to re-stick the access site. Several attempts made to snare/retrieve retained wire but were unsuccessful. Vascular surgery consulted and decision was made to bring patient emergently to vascular or for cutdown, exploration, and removal of retained wire.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.